Event description:
The account alleged the power control module has a black spot on it where the night light lamp plug is located. He is not sure what caused the spot, but the bed has no functions.

Manufacturer narrative:
The facility has not completed repairs.